Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 69-year-old female patient was implanted with an impella cp for mechanical circulatory support. While on support the patient experienced limb ischemia. Patient had diminished pedal pulses to the left leg. The surgeon decided to implant the impella 5.5, however, due to the patient's medical condition, the impella cp was successfully placed instead and the patient was able to come off bypass.